Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with ECG electrodes and a 4-lead patient cable and disposable pacing/defibrillation/ECG electrodes for external pacing. According to the reporter, the device intermittently alarmed "leads off", displayed dashed lines and artifact and stopped and started pacing during the event. No adverse affects to the pt were reported as a result of the alleged malfunction.